Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s fungal peritonitis. However, currently there is no objective evidence that a liberty select cycler/liberty cycler set product issue caused or contributed to the event. The cause of the patient¿s fungal peritonitis can be reasonable associated with long term antibiotic use for a previous peritonitis event. Fungal peritonitis (fp) accounts for almost 3-30% of all peritonitis and is associated with previous bacterial peritonitis, prolonged use of antibiotics, prolonged time in the dialysis program, prolonged time with the peritoneal catheter inserted, use of immunosuppressive agents, hospitalization and co-existence of an extra peritoneal fungal infection. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer service and reported that the patient was fighting peritonitis. There were no reported allegations of any issues with any fresenius products in relation to the event. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient had a previous peritonitis event in (B)(6) 2019, (MFR report# 2937457-2019-02627 and MFR report# 8030665-2019-01309) and reportedly, the patient has been on long-term use of antibiotics since. The nurse indicated that the patient¿s yeast peritonitis was related to long-term antibiotic use (a well-documented risk factor for fungal peritonitis) and not related to any fresenius device or product issue. On (B)(6) 2019, the patient had a re-collect of pd effluent for analysis (in the outpatient pd clinic) which yielded growth of yeast. It was reported that the patient refused to have the pd catheter (not a fresenius product) removed. However, pd catheter removal in fungal peritonitis is recommended per the international society of peritoneal dialysis (ispd) guidelines for prevention and treatment of peritonitis. Subsequently, on (B)(6) 2019, the patient was hospitalized for pd catheter removal. During the hospitalization the patient was transitioned to hemodialysis and is reportedly receiving antibiotics (unknown drug, dose, frequency and duration)). Per the nurse, since the pd catheter was removed, the patient has been steadily recovering. No further information about the patient¿s hospitalization is known as the hospital discharge summary is not available.